Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the insulin pump delivered a bolus that the customer did not administer. The customer reported an incident happening while he wasn't connected to the pump and while he was sleeping. The customer ran the self test and it passed. The customer checked the daily history and confirmed those boluses were delivered. No harm to the customer requiring medical intervention reported. The insulin pump will not be returned for analysis.